Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, the pacemaker was unable to interrogate. No intervention was performed. The patient experienced no adverse consequences.